Event description:
It was reported that this pacemaker was found to be operating in safety mode. Device replacement was recommended, but there is no evidence to suggest that this intervention has been performed at this time. No adverse patient effects were reported. The device remains in service.